Event description:
It was reported that a spectrum pump had multiple door jammed messages. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed and reproduced a door not fully latched alarm, which is the same as the reported "door jammed messages." Eval found the force needed to secure the door was above expected levels and caused the reported symptom. The door hooks and latch pins were replaced to correct this condition.